Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed. During the displacement test the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase.